Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the trunk cable pins were bent and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged pins was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.